Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had a recent ankle fusion procedure and notes that there was some magnet applications. The patient's device just recently exhibited beeping tones and displayed a battery depletion (bd) code. Device analysis indicated that this code was a false bd code and the battery has recovered. No adverse events were reported.